Event description:
A pt called zoll customer support to report that the response buttons on his monitor were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was non-functional. The cause for the unresponsive button was isolated to a defective switch. The root cause for the defective response button switch could not be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.